Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202, lot number - unknown.

Event description:
The customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Device history record review could not be performed as the lot number was not available. Trending analysis could not be performed without the lot number available. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety' is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad 100s was tested by a field service engineer during planned maintenance. The injector valve assembly was replaced due to injection system interruption error observed, which placed the unit back in working order. After the unit was serviced the color of the sealsure tape chemical indicator changed properly. The cause of the issue cannot be verified with the available information as the tape was discarded and lot number was unavailable. It is unclear whether the replacement made on the unit is related to the event. The issue will continue to be tracked and trended.